Manufacturer narrative:
Other contact person: (B)(6). Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that after use the cardiosave intra-aortic balloon pump (iabp) had a blood spill. There was no patient involved.

Manufacturer narrative:
Correction field: e3. Updated field: b4, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) interviewed the user and determined that blood entered the into the machine when the balloon was being removed from the patient. The fse inspected the interior of the unit and no found evidence of blood. This issue is caused by the user and no malfunction from the machine. Based on the inspections results, the unit was determined to be safe for continued use.

Event description:
N/a.